Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 405 mg/dl. Customer treated their blood glucose with a bolus correction. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any issues with the customer's insulin pump. Troubleshooting was not completed as the customer declined to perform a high pressure test. Customer's current blood glucose was 80 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.